Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon a device interrogation, a da error was observed with this subcutaneous implantable cardioverter defibrillator (s-ICD). This type of error occurs as a result of a temporary memory reset in the device firmware and will typically self-correct by the device. No further issues have occurred. The device remains in service. No adverse patient effects were reported.